Event description:
Initial report was that pt was not receiving medication enen though IV pump indicated that IV was being delivered. IV fluid bag was not emptying at the rate indicated by the display on the IV pump. This continued for 16 hrs. IV pump was removed from service. Biomed checked IV pump and found it working properly.it was determined that the IV pump was setup incorrectly by the nursing staff. This model of IV pump was new and unfamilier to the nursing staff. Inservice training was ongoing at that time.